Event description:
Two biografts were implanted as a hemodialysis access. Both forearm loop grafts thrombosed within 24 hours. Thrombectomy was required, the grafts then thrombosed again within 24 hrs and thrombectomy was again performed with subsequent graft failure. Both grafts were removed.

Manufacturer narrative:
The device mfg records show that this graft did pass all quality control test and inspection criteria. The explanted biograft was then evaluated to determine the cause of the failure. Our analysis of the explanted graft showed that the luminal surface appeared to have been nicked. The remainder of the graft surface appeared normal. The area was analyzed by critical surface tension analysis. The test results revealed that this area of the graft no longer met with test specifications, which is likely due to the trauma of the intimal surface of the graft. In conclusion, it is possible that the trauma detected on the intimal surface of the graft contributed to the occlusion. It is also possible, as the user had suggested, that an improper rinsing technique could also have contributed to this occurrence.